Event description:
The report received from (B)(6) for the (B)(4) study, indicated that the patient had a peri-procedural pci event, classified as an mi. Pci was performed on a 90% de novo lesion in the distal rca of 10mm in length in a 3.0mm vessel diameter with extreme vessel tortuousity. The lesion was classified as b2 was mildly calcified. The lesion was pre-dilated 2.5x15mm firestar rx ptca dilation catheter at 8 atm before a 3.0x18mm cypher rx stent was deployed at 18 atm. Post-dilation was performed with 3.25x15mm balloon as a standard practice at 16 atm. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. There were no procedural complications and the patient was discharged two days later.

Manufacturer narrative:
The report received from the clinical events committee (cec) for the (B)(4) study indicated that the patient had a peri-procedural pci event, classified as an mi. This is a (B)(6) male with medical history including angina, hyperlipidemia, hypertension, congestive heart failure and diabetes mellitus type ii. Pci was performed on a 90% de novo lesion in the distal rca of 10mm in length in a 3.0mm vessel diameter with extreme vessel tortuousity. The lesion was classified as b2 was mildly calcified. The lesion was pre-dilated 2.5x15mm firestar rx ptca dilation catheter at 8 atm before a 3.0x18mm cypher rx stent was deployed at 18 atm. Post-dilation was performed with 3.25x15mm balloon as a standard practice at 16 atm. The residual diameter stenosis measured 0%. Timi 3 flow was recorded pre and post-procedure, respectively. Pre-procedure, on (B)(6) 2010 at 08:13, the ck was 119 (nl 232, ratio <1), the ckmb was 1.8 (nl 3.6, ratio <1), and the troponin was 0.02 (nl 0.5, ratio <1). Post-procedure on (B)(6) 2010 at 17:42, the ck was 109 (ratio <1), the ckmb was 3.8 (nl 3.6, ratio 1.06), and the troponin was 0.65 (ratio 1.3). On (B)(6) 2010 at 03:05, the ck was 140 (ratio <1), the ckmb was 6.6 (nl 3.6, ratio 1.83), and the troponin was 1.56 (ratio 3.12).this enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. There were no procedural complications and the patient was discharged two days later on dual anti-platelet therapy. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15088659 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.